Manufacturer narrative:
The technician replaced the head end brake casters to repair the bed.

Event description:
Information received indicates the head end brake casters would swivel when placed in the brake mode.